Event description:
String pulled off...made extraction of the tampon difficult..made several attempts before I was able to pull it out- vagina [foreign body in reproductive tract] discomfort, uncomfortable in the private parts - female genital [genital discomfort] tampon string that is used for removal was unexpectedly pulled off [device breakage] made extraction of the tampon particularly difficult and uncomfortable in the private parts [complication of device removal] case narrative: consumer reported via e-mail that the string pulled off during removal of the tampon. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.